Event description:
It was reported the customer had no delivery alarms. Customer also reported their blood glucose had been high. It was also found the customer may have exposed their insulin pump to a magnetic resonance imaging machine. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.